Manufacturer narrative:
The account had a repair company (not hillrom) replace the complete lift strap and perform a periodic inspection of the lift. Hillrom has requested the repair company to return the lift strap involved in the incident to hillrom for further investigation. The lift strap has not yet been received by hillrom. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the (B)(6) ((B)(4)) stating a patient was lifted in the likorall lift with the basic sling (hmi 25562) from the bed to be placed in a pelvic chair. Between the bed and the chair, the liftstrap broke and the patient fell to the floor. The patient was admitted briefly and x-rays were performed which revealed no injuries.. The patient sustained back and lumbar pain from the fall. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).

Event description:
Hillrom received a report from the danish medicines agency (reference (B)(4)) stating a patient was lifted in the likorall lift with the basic sling (hmi 25562) from the bed to be placed in a pelvic chair. Between the bed and the chair, the liftstrap broke and the patient fell to the floor. The patient was admitted briefly and x-rays were performed which revealed no injuries. The patient sustained back and lumbar pain from the fall. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
A clinical investigation was completed and showed that no serious injury occurred. The account provided pictures of the broken lift strap. The lift strap was broken close to attachment link covered by a plastic cover on the link. The lift strap was returned to the manufacturer for investigation. The investigation of the broken lift strap confirms that the lift strap has broken in the first radius of the attachment link, q-link. No sharp edges have been detected on the q-link. The roughness of the surface has been measured without finding any deviation. Periodic inspection was last performed 2019 october by (B)(4). (B)(4) did not used the periodic inspection manual for the likorall 250 lift, 3en191001. They utilized their own form when the periodic inspection was performed. In their form, there is no statement that inspection shall be made under the plastic cover or that lift strap shall be changed after 5 years. According to their inspection, no deviation was found in october 2019. The instructions for use (IFU) for likorall 250 (7en120115 rev. 6) states: likorall should be periodically inspected at least once a year. Periodic inspection, repair and maintenance should be performed only in accordance with the liko service manual and by personnel authorized by liko and using original liko spare parts. The periodic inspection manual for the likorall 250 lift (3en191001, rev 2) also states the following should be inspected at least annually: section 10 lift strap: make sure the lift strap is not older than 5 years, according to service history. If service history is not available, the recommendation is to replace the lift strap if the lift is 5 years or older. Using the hand control, lower the strap to its maximum extension. Inspect the strap for frayed edges, heavy wrinkles or wear-through areas. Make sure the plastic cover is not damaged and the screws are properly fastened. Verify that the sling bar attachment is secure on strap. Make sure there are no deformities in the slingbar attachment. Q-link / lift strap joint (likorall¿): verify that the link is secure on strap. Slide plastic cover off the link and visually inspect that the lift strap safety pin is seated securely in the middle recess of the link. The periodic inspection form has pictorial illustrations for the inspection. The most probable root cause to the incident is insufficient periodic inspection per the periodic inspection manual for likorall 250. Based on this information, no further action is required.